Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trans-iliac system was explanted and replaced with a epicardial system due to endocarditis. No further patient complications have been reported as a result of this event.